Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00604, related manufacturer reference number: 3006705815-2023-00606. It was reported that the patient¿s lead migrated. Additionally, patient is experiencing pain at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient was experiencing pain/ burning at the ipg site. Surgical intervention took place wherein the leads and ipg were explanted and replaced to address the issue. The ipg pocket was relocated to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event. Inspection of the lead b found it was cut and had some damage to the outer tubing as a result of the explant procedure and there was a cam impression observed that is consistent with the use of a swift-lock anchor. Continuity testing of both segments did not find any opens.

Event description:
Additional information received indicates that patient experienced ineffective therapy due to the lead migration.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.